Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported event could not conclusively be determined through this evaluation. It was reported that hm3 lvas, serial number (B)(4), would not be returned for evaluation. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12sep2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient started to show increasing signs of right heart failure (rhf) around (B)(6) 2021. The exact event date has been estimated. The patient's fluid status was difficult to manage despite diuretics. Adjustments were made to heart failure medications as an outpatient, most of which were diuretic adjustments. It was reported that the patient¿s rhf did not exist prior to lvas implant, and it was believed to be progressive. Reportedly, there were no device related issues that contributed to the patient¿s rhf. Symptoms that the patient experienced related to rhf included liver congestion, renal insufficiency, progressive mentation decline, and activity intolerance.